Event description:
It was reported that asystole occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was being positioned in the right atrium, and interacted with the atrioventricular (av) node. The patient experienced asystole due to this interaction with the av node. A temporary pacemaker was inserted and the rhythm was restored. The temporary pacemaker was removed before the patient left for recovery. The patient fully recovered from this event.